Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronbic indicate that a customer had issues with insulin delivery from their insulin pump. The customer stated that they switched to manual injections and will call back if they decided if they wanted to troubleshoot the issue. No products were returned for analysis.